Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control and trends was conducted during the investigation. The device was not returned to assist in the investigation. The physician reported "t fasteners were removed with forceps/pickups in ir after they eroded through." The IFU shipped with the device gives precautions, instructions for placement and use of the device. In a note in the IFU, the following statement is made: "the sutures may be left in place for up to two weeks while tract formation occurs, or cut earlier when deemed appropriate by the physician. Cutting the sutures releases the anchors into the stomach, allowing their passage via the gastrointestinal system." The root cause of the incident is that the suture anchor was not passed by the gastrointestinal system as expected. This led to the adverse event of the t-fasteners (anchors) eroding back out through the skin. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the health risk assessment, (hra) no further action is required.

Event description:
The physician indicated that on two separate occasions the t-fasteners on the entuit secure gastrointestinal suture anchor set eroded back out through the patient's skin. The patient is coming back for a routine cecostomy (chait) exchange and the sutures are still present under fluoroscopy. The patient has had the chait tube for 1 year and the original t- anchors would have been used for initial placement of an 8.5 fr dawson mueller drain 3 months prior to that. The patient has complained about discomfort. Additional information has been requested but not yet provided by the reporter.

Manufacturer narrative:
(B)(4).event is currently under investigation.

Event description:
The physician indicated that on two separate occasions the t-fasteners on the entuit secure gastrointestinal suture anchor set eroded back out through the patient's skin.according to the initial reporter, this is the 3rd incident of the t-anchors either not dropping and passing and becoming endothealized in the cecum permanently, or eroding through. The patient is coming back for a routine cecostomy (chait) exchange and the sutures are still present under fluoroscopy. The patient has had the chait tube for 1 year and the original t- anchors would have been used for initial placement of an 8.5 french dawson mueller drain 3 months prior to that. The patient has complaint about discomfort. Additional information has been requested but not yet provided by the reporter.